Event description:
During product evaluation by baxter personnel, a colleague infusion pump was unable to complete testing or download event history due to a failure code 500:320:654:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague infusion pump with an unknown user interface module master software version. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a stuck stop button. To correct the condition, the pump head module (phm) was replaced. If any additional information is received, a follow up MDR will be sent. This device is a remediated colleague pump with a user interface module software version of 5.09.90

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.